Event description:
The generator has been received by the manufacturer for product analysis. It was reported that the device was interrogated successfully prior to explant, and it was confirmed to be a prophylactic generator replacement. No other relevant information has been received to date.

Event description:
The doctor reported that the generator was nearing end of service and therefore a replacement was needed. The patient later stated that they would like to move forward with the replacement as they were reporting pain. The patient's husband had concerns regarding the magnet effectiveness and being referred to a surgeon in a timely manner as to avoid increased seizures and falls that the patient has experienced. The surgery has occurred for this patient's generator replacement. The device has not been received by the manufacturer to date. No other relevant information has been received to date.